Event description:
The patient reported that their blood pressure reading prompted them to contact their doctor. In response, the doctor prescribed htcz in addition to the patient's losartan and scheduled an appointment for the patient. At the appointment, the patient brought their teladoc blood pressure monitor, and a manual comparison was conducted. The readings were taken back-to-back, and the teladoc monitor showed a result that was 25 points higher than the reading from the doctor's manual monitor. It was confirmed that the teladoc cuff was the correct size for the patient.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.